Event description:
Patient admitted on (B)(6) 2017 with concern for pump thrombus due to an elevated ldh of 1517. Patient was started on bivalirudin to achieve a lower ldh. Ldh down to 1067 on (B)(6) 2017, however started to peak again on (B)(6) 2017. Ldh peaked at 3030 on (B)(6) 2017. A cardiac morphology CT was performed which revealed a superiorly oriented inflow cannula abutting the anterior apical wall, no thrombus identified. A ramp echo was performed on (B)(6) 2017, unable to decompress the lv with vad speed up to 10400 rpm. Ua sent on (B)(6) 2017 due to hematuria which showed large amount of occult blood. Due to concern for a sub-occlusive thrombus in the pump the patient was taken to the operating room on (B)(6) 2017 for a lvad pump exchange. During the operating room case the surgeon was able to visualize a thrombus in the outlet of the pump. Surgery went well. The patient is currently recovering on our telemetry unit.